Event description:
Customer reported output exceeds maximum dose while fluoroing. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the ma limits in rut. This MDR is related to ge healthcare.